Event description:
Additional information from the health care professional reported that the patient saw the manufacturers's representative and doctor on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the lead to her stimulator broke in half and was sticking out of her back. The patient had the lead replaced. It was noted that a fall could be related to this issue. No further information was provided about this event. Follow up was conducted to know if the cause of the broken lead was determined and to know what troubleshooting was performed related to the broken lead. If additional information is received, a follow up report will be sent.